Event description:
It was reported via repair work order that the lift labels were illegible due to wear. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.